Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer declined to provide additional information regarding the issue. Additionally, it was reported that the cartridge was cracked. Reportedly, the customer performed a cartridge change to resolve the issue. Customer¿s blood glucose level was 112 mg/dl.